Manufacturer narrative:
A full analysis of the data logs has been performed. The reported event could not be reproduced on the manufacturing site. There is no indication in the logs that could explain the event detailed in the complaint description. The root cause remains unknown.

Event description:
When the surgeon wanted to display an electrode trajectory, three windows appeared with the right electrode but not in the 4th window. No known patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
When the surgeon wanted to display an electrode trajectory, three windows appeared with the right electrode but not in the 4th window. No known patient impact.